Event description:
It was reported that an asymptomatic patient presented in clinic for one week follow-up. Upon interrogation, the right ventricular lead exhibited sensing anomaly. Chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced without any complications. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.